Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the image and movement of the 30 degree endoscope plus were inverted. The caller specified that when the surgeon steered the camera out, the camera drove in. Prior to contacting intuitive surgical inc. (Isi) technical support engineer (tse), the customer indicated the issues were resolved after rebooting the system. Tse did not identify any errors in the system logs. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse noted the endoscope gearbox was broken. Customer to proceed with advance exchange of the endoscope. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the 30 degree endoscope plus involved with this complaint, however, investigation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the 30 degree endoscope plus (part# 451259/serial# (B)(4)) associated with this event has been performed. Per logs, the 30 degree endoscope plus was last used for a procedure on (B)(6) 2022 using system sl0170. The instrument had 1987 remaining usable lives with no subsequent use recorded. This complaint is being reported because it was alleged that the endoscope moved with unintuitive motion with no evidence or claim of user mishandling or misuse. Poor camera control could result in unintuitive motion and subsequent tissue damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11-intuitive surgical, inc. (Isi) has received the 30 degree endoscope plus associated with this complaint and completed investigations. Failure analysis investigations confirmed isi field service engineer finding of a defective gearbox. Failure analysis found binding with the camera instrument adapter. The root cause is attributed to mishandling/misuse.